Event description:
Note: this report pertains to one of two resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clips devices were used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure the clips were positioned on the lesion. After deployment the clip remained attached to the catheter, when pulled through the scope the clip got stuck in the working channel. The clips were difficult to remove from scope but after some maneuvering the clips were removed from the scope. The procedure was completed with another clip. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h11: correction block e1 initial reporter address 1 and initial reporter address 2 have been corrected.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
Note: this report pertains to one of two resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clips devices were used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure the clips were positioned on the lesion. After deployment the clip remained attached to the catheter, when pulled through the scope the clip got stuck in the working channel. The clips were difficult to remove from scope but after some maneuvering the clips were removed from the scope. The procedure was completed with another clip. There were no patient complications have been reported as a result of this event.